Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, inferior vena cava (ivc) perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the patient had been admitted for pulmonary embolism (pe) and infarction, and placement of the ivc filter was indicated for blood clots. Using ultrasound guidance, the right internal jugular vein was punctured. Initially a non-cordis filter was positioned within the inferior vena cava and deployed without any technical problems; however, it was noted that the filter was tilted approximately 30 degrees which was thought to significantly reduce filter efficiency. The bilateral renal vein in-flow was identified, and there was a subtle, nonsymmetric impression, along the right lateral aspect of the infrarenal inferior vena cava. This appeared to interfere with the placement of the non-cordis filter which demonstrated increased tilting requiring vascular retrieval methods. The tilt otherwise remained unexplained (except for an accessory vein through which one of the legs extended into the lumen) and therefore, the possibility of extrinsic compression by surrounding tumor/adenopathy was raised. Ultimately, it was elected to place an optease inferior vena cava filter in the inferior vena cava. Repeat venography was performed confirming no intraluminal abnormality and the filter was deployed without incident into the inferior vena cava. The patient tolerated the procedure well and there were no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient presented with pulmonary embolism (pe) and infarction. The indication for the filter placement was reported to be as prophylaxis against blood clots. Initially a non-cordis vena cava filter was implanted via the right internal jugular vein. However, this filter was noted to have a 30-degree tilt thereby significantly reducing the filter¿s efficiency. Further study revealed subtle non-symmetry along the right lateral aspect of the inferior vena cava (ivc). This appeared to have interfered with the placement of the non-cordis filter. The physician further noted that it was possible that one of the struts of the non-cordis filter was located within the lumen of an accessory vein. This would then be associated with possible extrinsic compression by a surrounding tumor and/or adenopathy; though this was not confirmed. The non-cordis filter was retrieved. This was followed by the placement of an optease retrievable vena cava filter. The patient was reported to have tolerated the procedure well and without complications. Approximately fourteen years and nine months after the filter implantation, the patient became aware that filter strut(s) had perforated outside the wall of the ivc. The patient further reported having experienced mental anguish and worry associated with the filter.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, inferior vena cava (ivc) perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the patient had been admitted for pulmonary embolism (pe) and infarction, and placement of the ivc filter was indicated for blood clots. Using ultrasound guidance, the right internal jugular vein was punctured. Initially a non-cordis filter was positioned within the inferior vena cava and deployed without any technical problems; however, it was noted that the filter was tilted approximately 30 degrees which was thought to significantly reduce filter efficiency. The bilateral renal vein in-flow was identified, and there was a subtle, nonsymmetric impression, along the right lateral aspect of the infrarenal inferior vena cava. This appeared to interfere with the placement of the non-cordis filter which demonstrated increased tilting requiring vascular retrieval methods. The tilt otherwise remained unexplained (except for an accessory vein through which one of the legs extended into the lumen) and therefore, the possibility of extrinsic compression by surrounding tumor/adenopathy was raised. Ultimately, it was elected to place an optease inferior vena cava filter in the inferior vena cava. Repeat venography was performed confirming no intraluminal abnormality and the filter was deployed without incident into the inferior vena cava. The patient tolerated the procedure well and there were no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.